Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the pediatric patient was attending a festival with friends when his sensor indicated low. He subsequently lost consciousness, vomited, fever, excessive sweating, and began convulsing (seizures). Emergency services were contacted, and an ambulance was called to the scene and the patient was taken to the emergency department (ed). The patient was treated with intravenous insulin due to hyperglycemia. At an unspecified time of the event the cgm reading was low and the bg reading was 27.1 mmol/l. The patient was expected to be discharged later the same day on (B)(6) 2025. At the time of the report the patient was still not feeling good. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: investigation findings - correction. H6 codes: investigation conclusion - correction. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction was updated. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.